Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2011 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue, and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 04/22/2016.

Manufacturer narrative:
It was reported that patient underwent injection of botox into the levator muscle of the pelvic floor, cystoscopy with coaptite injection on (B)(6) 2013, (B)(6) 2012, (B)(6) 2013 and (B)(6) 2012 by dr. (B)(6) due to pelvic muscle spasticity and sui. (Per operative report). It was reported that patient underwent autologous fascia pubovaginal sling, harvest of autologous fascia, pelvic muscle injection of 100 units of botox on (B)(6) 2012 by dr. (B)(6) due to intrinsic sphincter deficiency, pelvic floor dysfunction. (Per operative report).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation with concurrent procedures of bilateral salpingo-oophorectomy and laparoscopic assisted vaginal hysterectomy. Post implantation, the patient experienced mesh erosion, protrusion and dyspareunia. It was reported that due to bleeding, patient underwent mesh removal on (B)(6) 2011. (B)(4).